Event description:
The customer contacted physio-control to report a failure of their device, without specifying what the failure was. Physio-control evaluated the device and observed that the charge-pak, attention and service wrench icons showed in the readiness display. The device could not be powered on. No information was provided if there was patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device showed all three icons (attention, charge-pak and service wrench) and could not be powered on. The digital pcb assembly caused the device to draw 1.2 ma and had depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak. A replacement device was provided to the customer under warranty.